Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based in device analysis completed on 15-oct-2018. The device was returned with no known complaint. However, device analysis revealed the stent was detached/separated and damaged. Device eval by manufacturer: a visual and microscopic examination found that the separated stent was damaged and severely stretched. The balloon was reviewed. There was no stent on the balloon. The balloon folds were tightly wrapped and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion revealed no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis.